Event description:
Used device on dialysis graft using cross-over technique. Completed both arterial and venous sides of graft when physician noted, on fluoroscopy, that piece from brush had broken off and was on guidewire.